Event description:
It was reported that the temperature "keeps on jumping around intermittently". Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, global display dented in, water tank cracked on all four (4) corners, corroded quick connect, front cover had nicks and scratches, printed circuit board (pcb) had something white on all the temp pots, plate clip scratched. Per functional testing, the temperature was not staying stable. The complaint was confirmed. The root cause was a faulty heater. It was unknown what caused the malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced heater, pcb, quick connect, plate clip, front cover. Performed preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.